Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: france review of the most recent repair record determined the motor speed was unstable and the cable was damaged. The motor and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, prior to surgery on (B)(6) 2023, dermatome had an unspecified fault. Investigation found device had unstable motor speed. There was no patient involved and no impact was reported. Due diligence information complete. No additional information available.